Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient experiencing power switching events with one (1) controller and two (2) batteries. There was no reported patient injury related to this event. The controller and batteries were taken out of use and new equipment was issued to the patient. The reported controller and batteries were returned to the manufacturer and evaluated. Upon evaluation, the reported controller passed both visual inspection and functional testing. Review of the log files indicated a critical battery alarm that may be a result of a communication anomaly. The returned battery, bat029503, passed visual inspection and functional testing. Battery bat029506 failed functional testing due to early depletion of cell. Based on the results of the previous manufacturer's internal investigations, field actions and changes to the battery internal cell supplier, the most likely cause of the reported event can be attributed to a combination of faulty internal cells within the battery pack, as well as communication anomalies between the controller and the batteries. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of three reports 3007042319-2016-00333, 3007042319-2016-00334 and 3007042319-2016-00335 submitted for devices related to the same event.

Event description:
It was reported from italy that the patient had two critical battery alarms on port number 1 of the controller. At the time of the alarms two batteries were connected and the charge capacity on each battery was greater than 50%. Preliminary analysis of controller log files confirmed the presence of a "critical battery" alarm on (B)(6) 2014. A controller exchange was performed. The controller and two batteries were removed from service and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.